Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation (af). The patient¿s medications were adjusted and the implantable cardioverter defibrillator (ICD) remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 407652 implantable pacing lead 2009 (B)(6); 419488 implantable pacing lead 2009 (B)(6). (B)(4).